Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of premature battery depletion. A request was made to have data from this device analyzed. Data analysis noted significant atrial tachy response (atr) episodes triggered due to atrial oversensing, which lead to an increase in battery consumption. The oversensing events were noted to have detected ventricular activity on the atrial channel. Additionally, false pacemaker mediated tachycardia (pmt) episodes were stored as a result of the oversensing. Technical services (ts) discussed reprogramming to decrease the sensitivity, as well as other reprogramming options to optimize battery longevity and device function. This crt-p remains in-service. No adverse patient effects were reported.